Event description:
Event verbatim [preferred term] burn on the back of his knee, a burn with a bad scar/ 2 red burn areas/burn in joint behind the knee which caused a sore areas terminating in black scabs [thermal burn] , burn on the back of his knee, very painful and there was a bad scar [scar] , there was an awful bruise [contusion] , black scabs which had since fallen off [scab] , wrapped the heatwrap around knee, went to bed/sleeping while wearing product/did not check skin under the product while wearing thermacare/read the usage instructions before used the product [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient). An 80-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w91247, expiration date may2021) from (B)(6) 2019, applied as needed for pain in knee. Medical history included heart disease. Concomitant medication included paracetamol (tylenol). The patient used thermacare heatwrap in 2004 for 1 week and did not experienced the burn/scar/ bruise/scab problem. He previously used other heat products for pain relief off and on as needed, and did not experience a problem. The patient was using the thermacare hhatwraps and he was calling to report that he was unpleasantly burned. He wrapped the heatwrap around his knee on friday evening ((B)(6) 2019) and went to bed. He had the burn the following day (saturday, (B)(6) 2019) when he took the heatwrap off. It was very painful and there was an awful bruise. The burn was on the back of his knee. He had a burn with a bad scar. The patient reported the burn did not lead to permanent impairment/damage of a body structure/function, did not require medical surgical intervention to prevent permanent impairment/damage to a body function/structure and was not caused by a malfunction. He just had a burn with a bad scar. He did want to know if there was any particular type of treatment pfizer would recommend. It was like a chemical burn and he had never experienced this type of burn before. He didn't have the box handy. The product was for single use, he made an initial use and had not reused it. The packaging was sealed and intact. A sample of the product was not available to be returned, if requested, since it had been discarded. He mentioned he still had one more heatwrap that he hadn't used but was too scared to use it. He clarified it was for neck pain therapy, the product was still in the box (lot number r86606, expiration date nov2019). The patient was not currently under the care of a physician for any medical condition. He classified his skin tone as dark or olive. He did not have sensitive skin. He did not have any abnormal skin conditions. He purchased the red box. Thermacare was used for local heat. Thermacare was used 1 day in a row, for 6 hours per day (also reported as about 4-5 hours). He was sleeping while wearing the product. He was wearing several layers of clothing over the thermacare product. He wrapped the product with aid of wrap of product. He did not engage in exercise while using the product. He did not check skin under the product while wearing thermacare. He read the usage instructions on thermacare before used the product. He had 2 red burn areas. The problem lasted about 1 week. Burn in joint behind the knee which caused a sore areas terminating in black scabs which had since fallen off. Skin had returned to original color and texture. He did not consult a healthcare professional for the problems. No treatment was received for all events. The patient was hospitalized for burn, bruise and bad scar. Action taken with the suspect product was permanently withdrawn on an unspecified date in response to the events. The outcome of all events was resolved. The patient was not sure at all if there was a reasonable possibility that the burn was related to the device. He thought it might be a physical bruise at first. The only thing in contact with the area was the thermacare heatwrap. He couldn't see any other reason why he would have the burn. According to the product quality complaint group: severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02oct2019): new information received from the product quality complaint group includes severity rating. Follow-up (25oct2019): new information received from a contactable consumer included: product usage information, medical history, concomitant medication, past product history, new event verbatim (2 red burn areas/burn in joint behind the knee which caused a sore areas terminating in black scabs, sleeping while wearing the product/did not check skin under the product while wearing thermacare/ read the usage instructions on thermacare before used the product), new event (scab), hospitalization information, deny of treatment received, duration, event outcome. Company clinical evaluation comment based on the information provided, the events of "burn", "scar", "bruise", "scab" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn", "scar", "bruise", "scab" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn on the back of his knee, a burn with a bad scar/ 2 red burn areas/burn in joint behind the knee which caused a sore areas terminating in black scabs [thermal burn] , burn on the back of his knee, very painful and there was a bad scar [scar] , there was an awful bruise [contusion] , black scabs which had since fallen off [scab] , wrapped the heatwrap around knee, went to bed/sleeping while wearing product/did not check skin under the product while wearing thermacare/read the usage instructions before used the product [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient). An 80-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w91247, expiration date may2021) from (B)(6) 2019, applied as needed for pain in knee. Medical history included heart disease. Concomitant medication included paracetamol (tylenol). The patient used thermacare heatwrap in 2004 for 1 week and did not experienced the burn/scar/ bruise/scab problem. He previously used other heat products for pain relief off and on as needed, and did not experience a problem. The patient was using the thermacare heatwrap and he was calling to report that he was unpleasantly burned. He wrapped the heatwrap around his knee on friday evening ((B)(6) 2019) and went to bed. He had the burn the following day (saturday, (B)(6) 2019) when he took the heatwrap off. It was very painful and there was an awful bruise. The burn was on the back of his knee. He had a burn with a bad scar. The patient reported the burn did not lead to permanent impairment/damage of a body structure/function, did not require medical surgical intervention to prevent permanent impairment/damage to a body function/structure and was not caused by a malfunction. He just had a burn with a bad scar. He did want to know if there was any particular type of treatment pfizer would recommend. It was like a chemical burn and he had never experienced this type of burn before. He didn't have the box handy. The product was for single use, he made an initial use and had not reused it. The packaging was sealed and intact. A sample of the product was not available to be returned, if requested, since it had been discarded. He mentioned he still had one more heatwrap that he hadn't used but was too scared to use it. He clarified it was for neck pain therapy, the product was still in the box (lot number r86606, expiration date nov2019). The patient was not currently under the care of a physician for any medical condition. He classified his skin tone as dark or olive. He did not have sensitive skin. He did not have any abnormal skin conditions. He purchased the red box. Thermacare was used for local heat. Thermacare was used 1 day in a row, for 6 hours per day (also reported as about 4-5 hours). He was sleeping while wearing the product. He was wearing several layers of clothing over the thermacare product. He wrapped the product with aid of wrap of product. He did not engage in exercise while using the product. He did not check skin under the product while wearing thermacare. He read the usage instructions on thermacare before used the product. He had 2 red burn areas. The problem lasted about 1 week. Burn in joint behind the knee which caused a sore areas terminating in black scabs which had since fallen off. Skin had returned to original color and texture. He did not consult a healthcare professional for the problems. No treatment was received for all events. The patient was not hospitalized for all events. Action taken with the suspect product was permanently withdrawn on an unspecified date in response to the events. The outcome of all events was resolved. The patient was not sure at all if there was a reasonable possibility that the burn was related to the device. He thought it might be a physical bruise at first. The only thing in contact with the area was the thermacare heatwrap. He couldn't see any other reason why he would have the burn. According to the product quality complaint group: severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02oct2019): new information received from the product quality complaint group includes severity rating. Follow-up (25oct2019): new information received from a contactable consumer included: product usage information, medical history, concomitant medication, past product history, new event verbatim (2 red burn areas/burn in joint behind the knee which caused a sore areas terminating in black scabs, sleeping while wearing the product/did not check skin under the product while wearing thermacare/ read the usage instructions on thermacare before used the product), new event (scab), hospitalization information, deny of treatment received, duration, event outcome. Follow-up (04dec2019): new information received from a contactable consumer included: deny of hospitalization. Company clinical evaluation comment: based on the information provided, the events of "burn", "scar", "bruise", "scab" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn", "scar", "bruise", "scab" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] . Burn on the back of his knee, a burn with a bad scar/ 2 red burn areas/burn in joint behind the knee which caused a sore areas terminating in black scabs [thermal burn], burn on the back of his knee, very painful and there was a bad scar [scar], there was an awful bruise [contusion], black scabs which had since fallen off [scab], wrapped the heatwrap around knee, went to bed/sleeping while wearing product/did not check skin under the product while wearing thermacare/read the usage instructions before used the product [intentional device misuse]. Narrative: this is a spontaneous report from a contactable consumer (patient). An 80-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w91247, expiration date may2021) from (B)(6) 2019, applied as needed for pain in knee. Medical history included heart disease. Concomitant medications included paracetamol (tylenol) at 2000 mg (unknown frequency). The patient used thermacare heatwrap in 2004 for 1 week and did not experienced the burn/scar/ bruise/scab problem. He previously used other heat products for pain relief off and on as needed, and did not experience a problem. The patient was using the thermacare heatwraps and he was calling to report that he was unpleasantly burned. He wrapped the heatwrap around his knee on friday evening (B)(6) 2019 and went to bed. He had the burn the following day saturday, (B)(6) 2019 when he took the heatwrap off. It was very painful and there was an awful bruise. The burn was on the back of his knee. He had a burn with a bad scar. The patient reported the burn did not lead to permanent impairment/damage of a body structure/function, did not require medical surgical intervention to prevent permanent impairment/damage to a body function/structure and was not caused by a malfunction. He just had a burn with a bad scar. He did want to know if there was any particular type of treatment pfizer would recommend. It was like a chemical burn and he had never experienced this type of burn before. He didn't have the box handy. The product was for single use, he made an initial use and had not reused it. The packaging was sealed and intact. A sample of the product was not available to be returned, if requested, since it had been discarded. He mentioned he still had one more heatwrap that he hadn't used but was too scared to use it. He clarified it was for neck pain therapy, the product was still in the box (lot number r86606, expiration date nov2019). The patient was not currently under the care of a physician for any medical condition. He classified his skin tone as dark or olive. He did not have sensitive skin. He did not have any abnormal skin conditions. He purchased the red box. Thermacare was used for local heat. Thermacare was used 1 day in a row, for 6 hours per day (also reported as about 4-5 hours). He was sleeping while wearing the product. He was wearing several layers of clothing over the thermacare product. He wrapped the product with aid of wrap of product. He did not engage in exercise while using the product. He did not check skin under the product while wearing thermacare. He read the usage instructions on thermacare before used the product. He had 2 red burn areas. The problem lasted about 1 week until (B)(6) 2019. Burn in joint behind the knee which caused a sore areas terminating in black scabs which had since fallen off on an unknown date (in 2019). Skin had returned to original color and texture. He did not consult a healthcare professional for the problems. No treatment was received for all events. The patient was not hospitalized for all events. Action taken with the suspect product was permanently withdrawn on an unspecified date in response to the events. The burn resolved on (B)(6) 2019. The outcome of all other events was resolved on an unknown date (in 2019). The patient was not sure at all if there was a reasonable possibility that the burn was related to the device. He thought it might be a physical bruise at first. The only thing in contact with the area was the thermacare heatwrap. He couldn't see any other reason why he would have the burn. On (B)(6) 2019, according to the product quality complaint group: severity of harm was s3. On (B)(6) 2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product description: thermacare lower back & hip. Lot number and expiration date: w91247 and may2021. Description of complaint: "the caller was using the thermacare heatwraps and he was calling to report that he was unpleasantly burned. The caller explained he wrapped the heatwrap around his knee friday evening and went to bed. He had the burn the following day." Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: received at the site on 08oct2019. Summary of investigation: batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Root cause category: non-assignable (complaint not confirmed). CAPA: n/a. Process related? No. Final confirmation status: not confirmed. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). The return sample evaluation does not confirm why the wrap burned consumer. After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Follow-up (02oct2019): new information received from the product quality complaint group includes severity rating. Follow-up (25oct2019): new information received from a contactable consumer included: product usage information, medical history, concomitant medication, past product history, new event verbatim (2 red burn areas/burn in joint behind the knee which caused a sore areas terminating in black scabs, sleeping while wearing the product/did not check skin under the product while wearing thermacare/ read the usage instructions on thermacare before used the product), new event (scab), hospitalization information, deny of treatment received, duration, event outcome. Follow-up (04dec2019): new information received from a contactable consumer included: deny of hospitalization. Follow-up (04sep2020): new information received from the product quality complaint group included: updated severity rating and investigation results that yielded no product quality issues. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Product description: thermacare lower back & hip. Lot number and expiration date: w91247 and may2021. Description of complaint: "the caller was using the thermacare heatwraps and he was calling to report that he was unpleasantly burned. The caller explained he wrapped the heatwrap around his knee friday evening and went to bed. He had the burn the following day." Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: received at the site on 08oct2019. Summary of investigation: batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Root cause category: non-assignable (complaint not confirmed). CAPA: n/a. Process related? No. Final confirmation status: not confirmed. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). The return sample evaluation does not confirm why the wrap burned consumer. After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint.

Manufacturer narrative:
Severity of harm was s3 for complaint sub-class: adverse event/serious/unknown.

Event description:
Burn on the back of his knee, a burn with a bad scar [thermal burn] , burn on the back of his knee, very painful and there was a bad scar [scar] , there was an awful bruise [contusion] , wrapped the heatwrap around his knee on friday evening ((B)(6) 2019) and went to bed [device use error] . Case narrative: this is a spontaneous report from a contactable consumer (patient). An 80-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w91247, expiration date may2021) from (B)(6) 2019, applied as needed for pain in knee. The patient had no relevant medical history and was receiving no concomitant medications. The patient was using the thermacare heatwraps and he was calling to report that he was unpleasantly burned. He wrapped the heatwrap around his knee on friday evening ((B)(6) 2019) and went to bed. He had the burn the following day (saturday, (B)(6) 2019) when he took the heatwrap off. It was very painful and there was an awful bruise. The burn was on the back of his knee. He had a burn with a bad scar. The patient reported the burn did not lead to permanent impairment/damage of a body structure/function, did not require medical surgical intervention to prevent permanent impairment/damage to a body function/structure and was not caused by a malfunction. He just had a burn with a bad scar. He did want to know if there was any particular type of treatment pfizer would recommend. It was like a chemical burn and he had never experienced this type of burn before. He didn't have the box handy. The product was for single use, he made an initial use and had not reused it. The packaging was sealed and intact. A sample of the product was not available to be returned, if requested, since it had been discarded. He mentioned he still had one more heatwrap that he hadn't used but was too scared to use it. He clarified it was for neck pain therapy, the product was still in the box (lot number r86606, expiration date nov2019). No investigations were done. Action taken with the suspect product was permanently withdrawn on an unspecified date in response to the events. The patient had not recovered from the burn at the time of the report and the clinical outcome of the other events was unknown. The patient was not sure at all if there was a reasonable possibility that the burn was related to the device. He thought it might be a physical bruise at first. The only thing in contact with the area was the thermacare heatwrap. He couldn't see any other reason why he would have the burn. According to the product quality complaint group: severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02oct2019): new information received from the product quality complaint group includes severity rating. Company clinical evaluation comment: based on the information provided, the events of "burn", "scar", "bruise" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn", "scar", "bruise" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn on the back of his knee, a burn with a bad scar [thermal burn] , burn on the back of his knee, very painful and there was a bad scar [scar] , wrapped the heatwrap around his knee on friday evening ((B)(6) 2019) and went to bed [device use error] , there was an awful bruise [contusion] , case narrative: this is a spontaneous report from a contactable consumer (patient). An (B)(6)-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w91247, expiration date may2021) from (B)(6) 2019, applied as needed for pain in knee. The patient had no relevant medical history and was receiving no concomitant medications. The patient was using the thermacare hhatwraps and he was calling to report that he was unpleasantly burned. He wrapped the heatwrap around his knee on friday evening ((B)(6) 2019) and went to bed. He had the burn the following day (saturday, (B)(6) 2019) when he took the heatwrap off. It was very painful and there was an awful bruise. The burn was on the back of his knee. He had a burn with a bad scar. The patient reported the burn did not lead to permanent impairment/damage of a body structure/function, did not require medical surgical intervention to prevent permanent impairment/damage to a body function/structure and was not caused by a malfunction. He just had a burn with a bad scar. He did want to know if there was any particular type of treatment pfizer would recommend. It was like a chemical burn and he had never experienced this type of burn before. He didn't have the box handy. The product was for single use, he made an initial use and had not reused it. The packaging was sealed and intact. A sample of the product was not available to be returned, if requested, since it had been discarded. He mentioned he still had one more heatwrap that he hadn't used but was too scared to use it. He clarified it was for neck pain therapy, the product was still in the box (lot number r86606, expiration date nov2019). No investigations were done. Action taken with the suspect product was permanently withdrawn on an unspecified date in response to the events. The patient had not recovered from the burn at the time of the report and the clinical outcome of the other events was unknown. The patient was not sure at all if there was a reasonable possibility that the burn was related to the device. He thought it might be a physical bruise at first. The only thing in contact with the area was the thermacare heatwrap. He couldn't see any other reason why he would have the burn. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn", "scar", "bruise" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn", "scar", "bruise" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.